Manufacturer narrative:
Patient reported to have torn mcl due to trauma event. Poly inserts requested in case needed during the repair procedure. Review of the device history record indicates the device was manufactured to specification.

Event description:
Patient reported to have torn mcl due to trauma event. Poly inserts requested in case needed during the repair procedure.